Event description:
During the right heart catheterization procedure, the sheath went in smooth on insertion, however, after removal from the patient, the sheath was noted to be kinked and punctured. The introducer was not exchanged and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The device was not returned; however, one image was submitted to product performance engineering for evaluation. Based solely upon the aforementioned image, the sheath appeared to have a kink and a puncture hole, consistent with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.